Event description:
The customer observed a burning smell and puff of smoke from the system control center (scc) of the architect c8000 analyzer. There were no injuries. The customer states the temperature inside the lab was 31 degrees c.

Manufacturer narrative:
(B)(4). Abbott field service detected a smell of smoke upon opening the system control center (scc) but could find no sign of burning or fire. Field service identified the scc power supply (power supply, (B)(4)) as the suspect medical part. Field service replaced the scc power supply on (B)(6), 2015 which restored proper operation of the system, and the system was operational the same day. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was investigated and resolved at the customer site. A specific cause for the scc power supply smoking was not identified. The elevated temperature in the lab cannot be ruled out as a contributing factor, as the laboratory temperature at the time of the event exceeded the architect system temperature specifications. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.